Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An alarm occurred from the dialysate delivery system during a routine hemodialysis treatment. The operator elected to end the treatment and rinseback the pt's blood, however, an unspecified alarm occurred during the rinseback. The remaining blood was not rinsebacked resulting in an estimated blood loss of 160cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to only partial rinseback of the pt's blood following an unrecoverable alarm. The user's guide states to terminate treatment and rinseback the pt's blood in the event that an alarm cannot be resolved promptly. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.